Event description:
On (B)(6) 2017, episodes with oversensing and questionable shock therapy delivery were reported. Review of the episodes stored in the device memory reportedly revealed the likelihood for av crosstalk (a activity sensed on v channel). There was suspected complications with the position of both leads. An analysis is requested.